Event description:
It was reported that during prepartion for a percutaneous transluminal coronary angioplasty procdure, the floppy tip of the guide wire was found to be deformed upon removal from the package, and was not used on the pt. No further info was reported. Investigation of the device revealed the shaping ribbon was separated. This MDR is being filed due to co's investigational findings.